Manufacturer narrative:
H3 - device evaluation: lens was returned dry, inside a vial. Visual inspection found no visible damage to the lens and residue on the lens. Corrected data: d11 - injector model-msi-pf; lot#-unk should be removed as it is not applicable. Claim#: (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 12.6mm tmicl12.6, -10.00/1.5/080 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os). The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. A back-up lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 12.6mm tmicl12.6, -10.00/1.5/080 (sphere/cylinder/axis) implantable collamer lens, into the patient's left eye (os) on (B)(6) 2019. Lens flipped after insertion. Lens was removed intraoperatively. Lens tore before/during 2nd loading. There was patient contact (lens touched the eye) with no patient injury. The back-up lens was implanted on (B)(6) 2019. The lens implanted, removed, and replaced intraoperatively. This resolved the problem. Reportedly, "lens flipped after insertion, removed lens, when re-loading lens it ripped." (B)(4).